Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. For the first firing for the rectum resection, connected the reload to the adapter. Checked the opening and closing of the jaws, and the indicators for the handle, adapter, and cartridge were normally illuminated. The surgeon inserted the device through the trocar and articulated the jaws. However, the status indicators were illuminated blue and the device did not react at all. As the surgeon could not return the jaws to the straight position, removed the device while the jaws were still articulated from the trocar by force. Re-set the powered stapling handle and connected the previously used reload and repeated the same device operation as before. However, the same event occurred and the surgeon had to remove the device with the articulated jaws from the trocar by force. Replaced by a manual stapling handle. Connected the original reload and the firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.